Manufacturer narrative:
This information has not been provided. Additional information has been requested. Implant currently remains in the patient. Investigation is on-going, no conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
Patient with a t-score of the hip of -0.5 and spine -.5, underwent 1-level arthroplasty at l5-s1 and was implanted with prodisc-l. Vertebral body fracture was not appreciated on x-ray or CT taken immediately post operative. Vertebral body fracture at l5 was later confirmed. Patient currently has no restrictions and removal is not planned. This is report #3 of 3 on the same event.